Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was sticking out but not through the skin. It was reported that the device was flipping and would not stay in place. Boston scientific technical services (ts) discussed that the device was not intended to flip around and should be evaluated by the physician. Additional information was received indicating that a pocket revision was done and the device was sutured down in the pocket. The device remains in service. No additional adverse patient effects were reported.